Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels which caused pixel drop. The laser power was lowered from 100% firing power to 80% firing power. This was noted to help the blue pixels dissipate along with "jockeying" the foot pedal. There were no patient complications reported in relation to this event.